Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that the distal shaft was separated at the lap joint in the sheath assembly. Impedance testing showed an electrical open at distal wave form, however, full image characterization testing could not be performed based on the returned condition of the catheter.

Event description:
Reportable based on device analysis completed on 23may2019. It was reported that lost image occurred. An opticross imaging catheter was selected for use to view the lesion. However, lost image occurred. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed damaged/separated in the lap joint section of the distal sheath assembly.